Event description:
Report #2 of 2 received of tubing separation. The customer reports that the set was connected to an ER paitent when the tubing separated at the bonded male adaptor to the pvc tubing. The customer reports no adverse event to the patient with no changes in the IV line patency, no fluid back up or spillage, and no delay in therapy. Additional patient information was requested, but no further information was provided.